Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a subsequent device check via remote transmission showed that the impedance was back within normal limits and there was no noted t-wave oversensing (twos).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room as their implantable cardioverter defibrillator (ICD) was alerting. There it was discovered that the alert was triggered by high impedance on the defibrillation portion of the right ventricular (rv) lead. It was also noted that the rv lead had t-wave oversensing (twos) on stored electrograms (egm) during non sustained episodes. The lead remains in use. No patient complications have been reported as a result of this event.